Event description:
Prior to insertion, it was confirmed that the screw was able to be removed from the inserter, per the implant rep's recommendation. During insertion, the inserter broke flush along the screw. The screw was noted to be at an appropriate height and level of insertion. An attempt was made to remove this broken inserter which was within the screw, and it was able to be pushed further into the screw. We were unable to remove the inserter without complications of the screw. The inserter was not able to be taken out easily. At this point, it was felt that there would be more damage trying to remove the screw and the inserter. Again, another arthrex bio-tenodesis screw was inserted when the broke off in the screw/flush with the screw head. Inserter size approx size of pencil lead.